Event description:
On (B)(6) 2003, I had a mesh sparc sling system with tensioning suture, made by (B)(4), implanted to address urinary incontinence. The reference # is (B)(4) and the lot # 372094024. Due to erosion of the mesh through the vaginal wall, I had surgery on (B)(6) 2010. The surgery involved the cutting away of the protruding mesh, positioning of the sling away from the vaginal wall and subsequent suture. The erosion of the mesh through the vaginal wall was discovered by chance by my doctor during my routine annual pelvic exam. I did not have any symptoms and I have not been sexually active from the time of the implant through the corrective surgery date. During my (B)(6) 2011 pelvic exam, my physician assistant noted that the area was still intact.